Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to keypad buttons that were not working. The cause was identified to be a failed keypad. The failed keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad buttons that were not working. There was no patient involvement. No additional information is available.